Manufacturer narrative:
The device in question was returned to the manufacturer on march 6, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery sparks of fire came out of the working element and the cable. No harm for the patient or the surgeon. The surgery was prolonged for less than 15 minutes. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-00554; 9610617-2025-00555.

Manufacturer narrative:
Device evaluation: during the technical inspection of the returned product, the following was found: the bipolar hf-cable did not perform as intended as it has burnt through at the plug on the instrument side. Therefore, the cable is considered as the leading device which led to the reported error pattern. It was reported that during surgery sparks of fire' came out of the working element and the cable. The bipolar hf-cable is not manufactured and only distributed by karl storz. The bipolar hf-cable is labeled "erbe ref 20196-118". A definitive root cause is not possible as the hf-cable is not a karl storz product. Molten residues of the burnt cable can be seen on the entire contact surface of the working element. The karl storz electrode, bipolar was not causative for the defect and is therefore not further considered. A labeling review for the bipolar hf-cable is not possible as karl storz is not the legal manufacturer of this product and therefore has no technical specifications as e.g. Inspection lot and instruction for use. The event is filed under internal karl storz complaint ID: (B)(4).